Event description:
Received a copy of medwatch ((B)(4)) from FDA. Customer reported "pt was post op day #1, so IV tubing was not out dated. When infusing magsulfate as a secondary medication, IV medication backed into main line fluids of lactated ringers witnessed by this rn and charge rn also came to evaluate the problem and came to the same conclusion that medication was filling up mainline IV chamber and infusing into main line bag. It seems as though the one way valve was not working, which should prevent any secondary meds from going back up into fluids. The tubing was correctly set up reconfirmed by charge rn. I have had this happen before. IV tubing was changed and the next dose of mag went in fine. It is unclear how long this may have happened. Pt also had dose of flagyl at 13:00 and it may have gone unnoticed. The tubing was saved and sent to nurse manager. Md notified." No pt harm reported. Although requested, no further info was provided.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.